Event description:
Pt implanted with prodisc-c on (B)(6) 2010 returned to surgeon. X-rays on an unk date showed the end plate migrated anteriorly. Hardware was removed on (B)(6) 2011. It is not known what the pt was revised to.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.